Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor began the anastomosis of the bladder and urethra. When trying to turn the needle holder, it did not allow full mobility. The doctor decided to continue performing the anastomosis, so the cx could continue. When checking that it was already removed from the arm, a piece of the pulley could be seen raised. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the cable was broken.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. An image associated with this reported event was submitted for review. The image was consistent with the reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40 rev. As) via risk idins-12494.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver was analyzed and found that failure analysis found the primary failure of missing distal idler pulley to be related to the customer reported complaint. The instrument is found to have a missing distal idler pulley. Visual inspection displayed the piece is missing and not returned with the instrument. This causes the grip cable to appear derailed from its original place. The root cause cause is attributed to user. Additional observation related to customer reported complaint: the instrument was found to have a derailed grip cable at the distal end. Derailed cables are attributed to a loss of cable tension. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to missing distal idler pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause for additional findings is attributed to component failure.